Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had frequent episodes of ventricular tachycardia (vt) that started on (B)(6) 2023. The patient's sotacor (sotalol hydrochloride) dose was increased and direct current (dc) cardioversion and pacing adjustment were performed. It was unknown if the arrythmia was device related. It was noted that prior to the ventricular assist device (vad) implantation, the patient had vt, implantable cardioverter defibrillator (ICD) implantation, a pacemaker implantation, cardiac resynchronization therapy device upgrade, and history of ablation. The patient experienced symptoms of generalized edema and oliguria. The arrhythmia resulted in oliguria and diminished ventricular assist device (vad) flow. Antiarrhythmic drug adjustment, dc cardioversion, and adenosine triphosphate (atp) were used for treatment. The patient transitioned to ventricular fibrillation (vf) on (B)(6) 2023, and length of stay (los) symptoms were observed. Amiodarone administration was resumed, and a rotational speed adjustment and dc were conducted. There was overflow associated with los, so a diuretic adjustment was performed. The episodes of vt and vf, followed by dc, then sinus rhythm, and vt were repeated for a while. Milrinone administration was started on (B)(6) 2023, however, the patient's respiratory condition deteriorated, and los was exacerbated. The patient was transferred to the intensive care unit (ICU). It was noted that on (B)(6) 2024 the patient developed renal dysfunction. They underwent dialysis for 9 weeks. Their maximum creatinine was 2.08 mg/dl. On (B)(6) 2024 the patient had respiratory failure. They were intubated for 56 days. Although the renal dysfunction and respiratory failure were considered to be unrelated to the device, it could not be ruled out. The cause of the renal dysfunction and respiratory failure was determined to be circulatory failure due to sustained vt. Continuous hemodiafiltration (chdf) was started under intubation management. The episodes of vt continued with a difficulty in treatment. The patient was under ICU and continued treatments including chdf and intubation but was unable to maintain blood pressure in (B)(6) 2024. The patient's sedation was weakened, and it was confirmed that it would be difficult to save the patient's life despite intubation, chdf, dc, pacing adjustments, antiarrhythmic drugs, and inotropes admission. The family decided to that no further treatment was to be provided. The patient passed away on (B)(6) 2024 due to exacerbation of heart failure due to a ventricular tachycardia or fibrillation storm that was difficult to treat. The patient had pleural effusion, shortness of breath, and nausea due to the arrythmia that was almost sustained. The pump was turned off. An autopsy was performed and showed no severe signs of congestion in the kidneys or liver. The device operated as expected. It was unknown if the outcome was related to the device as a significant number of dcs were performed and it was unclear whether the device contributed.

Event description:
It was additionally reported that the renal dysfunction and respiratory failure resolved with dialysis and intubation. An autopsy was performed and showed no signs of congestion in the liver with some kidney congestion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to exacerbation of heart failure due to a ventricular tachycardia storm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section g2: corrected. This event occurred at (B)(6) medical center in (B)(6), japan. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. An additional segment of the outflow graft material was also returned. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to exacerbation of heart failure due to a ventricular tachycardia or fibrillation storm that was difficult to treat. The pump was turned off. An autopsy was performed and showed no severe signs of congestion in the kidneys or liver. The device operated as expected. It was unknown if the outcome was related to the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had right heart failure and peripheral edema on (B)(6) 2024. The patient had continuous supraventricular arrythmia that required drug treatment and cardioversion. It was uncertain if the event was device related, but the hemodynamic disruption due to the vt storm and right heart failure might have contributed.